Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Date of manufacture cannot be determined without a lot number.

Event description:
Maude event report received states: a male had orif for fracture of right distal humerus and elbow in 2009. During surgery, the threaded part of the screw, engaged in the cortical bone, essentially unraveled and disassembled between the threaded and non-threaded portion of the screw. This screw was abandoned. A second screw was placed to complete procedure with no further problem.